Event description:
Discordant, falsely low sodium (na) results were obtained on patient samples tested on a dimension exl with lm instrument. The initial results were not reported to the physician(s). The samples were repeated on an alternate dimension exl with lm, resulting higher. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and discovered heavy buildup of dried sample in two tube wells on the versacell. The cse cleaned the wells and checked the level sense on the sample transport module (stm), which passed the testing. The cse checked and adjusted the stm pipette tip alignments to the tubes on the wheel. The cause of discordant sodium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.